Event description:
It was reported that during a da vinci-assisted surgical procedure, approximately midway through the procedure, the instrument was reported to exhibit unintended movement. The surgeon stated that the instrument moved to another position independently, became loose in response, and continued its trajectory without corresponding movement of the hand controls. The affected instrument was removed and replaced with a backup instrument of the same kind. The procedure continued and was completed without further delay or complication. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.